Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during initial education, a pca pump module was removed from demo service due it giving repeated syringe not recognized alerts. It would not recognize the 30ml syringes with multiple syringes attempted. There was no patient involvement.

Event description:
It was reported that during initial education, a pca pump module was removed from demo service due it giving repeated syringe not recognized alerts. It would not recognize the 30ml syringes with multiple syringes attempted. There was no patient involvement.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the "syringe not recognized " event could not be confirmed through laboratory testing or inspection. An external and internal inspection was performed on the returned suspect pca module, and no issues were identified that could have contributed to the reported event. An inspection of the logs was carried out and no alarms, errors, or malfunctions related to the reported event were found. On the date mentioned by the facility as the day of the event (june 3, 2025), the suspected pca module was connected along with pcu s/n (B)(6) and assigned to channel c; however, no records of any infusion performed on that day were observed. The syringe detection test was performed on the returned suspected pca module, and the reported event mentioned by the facility could not be replicated. A calibration test was performed on the returned suspect pca module through alaris¿ system maintenance (asm v12.5) so that the syringes could be correctly detected in the device. A preventive maintenance test was performed on the returned suspect pca module through alaris¿ system maintenance (asm v12.5), and they all successfully passed the tests without any issues or complications. According to syringe loading alaris¿ pca and syringe modules tip sheets it indicates the following. Step one¿open the syringe barrel clamp (clear piece). Step two¿raise the drive head (gray in color) to the fully extended position. Step three¿load the syringe. Step four¿lock the syringe in place. Step five¿lower the drive head and lock the plunger in place. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the pca module "syringe not recognized" could not be determined through laboratory testing or inspection. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.